Event description:
The customer reported that the insulin pump alarmed while attempting to prime. The blood glucose reading was 300mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded drive support disk and alarmed during the prime test as a result of a protruded/loose drive support disk.